Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer receiving effective stimulation and lead diagnostics revealed multiple high impedances. The patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was removed and replaced.

Event description:
Follow up information identified the patient is receiving stimulation and issue has been resolved.